Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 33 mg/dl. Customer stated that someone else made changes to the insulin pump settings as doctor was not in and customer wanted to change it back. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.